Event description:
Boston scientific received information that high pacing impedances and loss of capture were noted on this left ventricular lead at a normal follow up. Via fluoroscopy, it was determined that a lead fracture had occurred at the clavicle site, resulting in the observations. A procedure was performed to surgically abandon and replace the lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.